Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. A review of the event determined that the patient was treated twice. The patient was in the hospital at the time of the event. The lifevest delivered two 150j pulses at 00:38:10 and 00:38:40. The patient was in an idioventricular rhythm at the time of the treatments. The patient remained in an idioventricular rhythm after the treatments. Oversensing of the patient's signal and a change in ECG morphology contributed to the false detections. The response buttons were pressed approximately one minute prior to the first treatment and shortly after the second treatment. The patient was listed as do not resuscitate (dnr) and the electrode belt was disconnected at 00:41:51. The patient was in an idioventricular rhythm (45 bpm) at the time the electrode belt was disconnected. The patient subsequently passed away after device removal. The exact time of death is unknown. There were no allegations that the lifevest caused or contributed to the patient's death.